Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the day after initial implantation, the right ventricular (rv) lead was dislodged and resulted in the patient experiencing an arrhythmia. During the lead revision procedure, it was noted the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.